Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'damaged keypad various buttons don't work' which was confirmed during evaluation. Visual inspection determined the cause was an external influence that damaged the keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced damaged keypad, various buttons would not work. There was no patient involvement. No additional information is available.